Event description:
It was reported that the patient called for the 4th time with no disposable clamp tubing alarm. Troubleshooting was completed with three prior calls including two times having the pump turned off, line was clamped, cassette was removed, and tubing was massaged. There were no air bubbles in the line. The cassette was tapped on a firm surface and green tab pressed. Out of a total volume of (B)(4) milliliters with only (B)(4)milliliters given. The reporter was advised to turn the pump off and clamp the line and call the clinic in the morning. No patient injury was reported.

Manufacturer narrative:
The device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.